Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a 1 cubic centimeter (cc) probe leak in the coulter act diff 2 analyzer. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated however a failure mode was identified which has the potential to cause all parameters to have erroneous results due to carryover caused by insufficient backwashing.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and replaced a clogged tubing to the probe rinse block, which resolved the issue. Per coulter act diff 2 analyzer operator's guide, pn (B)(4): warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).